Event description:
The valve portion of the trocar (mini step 7/8mm) broke while being used on the pt in for a laparoscopic ventral hernia repair. The said defective supply was inspected thoroughly for any missing parts after it was removed from the pt's abdomen.